Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was over 300 mg/dl at the time of call. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and setting issues. The customer stated that the site was kind of sore and irritated. The insulin pump will be returned for analysis.